Event description:
In 2009, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's meter was reading inaccurately high compared to another device. The medical surveillance specialist spoke with the patient on april 09, 2009. The complaint was classified based on a combination of the customer care advocate (cca) documentation and additional information obtained from the patient. The patient's mother reported that on the evening of the day prior to original date (at approximately 7 pm), she came home and found the patient "lethargic, disoriented, and incoherent". The reporter immediately contacted emergency medical services (ems). After contacting ems, the patient's mother stated that she tested the patient's blood glucose with the subject meter and obtained a blood glucose reading of "370 mg/dl". Within 10 minutes of that reading, the reporter stated that the patient's blood glucose was tested with the ems meter and obtained a result of "31 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's mother reported that the patient was treated with 50% dextrose. The day prior to this event, the patient's mother also reported that she came home (10:30 pm) and found her daughter "stumbling down the stairs". When she checked her blood glucose with the subject meter, she obtained a reading of "118 mg/dl". Despite the reading, the reporter claimed she treated the patient with food and/or drink and confirmed the patient felt better afterwards. The patient told the mss that she tests her blood glucose 3-4 times daily and manages her diabetes by taking humalog insulin prior to meals (adjust for corrections) and lantus once a day (14 units). Prior to developing the symptoms on the evening of original date, the patient reported that she had last tested with the subject meter that morning, but did not recall what the result was or how much humalog insulin she administered based on the meter reading. The patient also did not recall the results obtained two days prior, when she also developed a low glucose. However, the patient felt that she became hypoglycemic on both occasions as a result of administering too much insulin based on the subject meter's readings. At the time of troubleshooting, the reporter informed the cca that the patient had run a control solution test on the subject meter/strips and that the result fell within the specified test strip range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged results, and reportedly was treated for severe hypoglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.